Event description:
A ventilator was returned to a third party service center for evaluation. There was no harm or injury reported. During the evaluation of the ventilator at the third party service center, the device's set oxygen percentage did not match the measured oxygen level. The device was recalibrated to address the issue.